Event description:
12/04/2018: updated event description: it was reported that on an unknown date, the split at the insertion handle for the suprapatellar broke off. The event occurred after the surgery when the surgeon released the handle from the nail. It is unknown if there was a surgical delay. There was no patient consequence reported. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5: updated event description reported. H11: g4 date correction, date reported was 9/19/2018 on follow-up (B)(4), date should have been 11/28/2018. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: investigation selection, investigation site: cq zuchwil , selected flow: 3. Damaged / worn , section flow 3 was selected instead of section flow 5 as the split is damaged / worn and not broken. Visual inspection: the visual inspection has shown that the pin at the tip section were the nail will be connected is strongly damaged and worn out and not broken as complaint. The instrument is all in all in used condition and shows wear marks and scratches on the surface of the whole item. Dimensional inspection: due to the damages the relevant dimension could not be measured. However the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary: the visual inspection has shown that the pin at the tip section were the nail will be connected is strongly damaged / worn out and not broken as complaint. The instrument is all in all in used condition and shows wear marks and scratches on the surface of the whole item. The coc was reviewed and has shown that the material and hardness was according to the specification. This lot of (B)(4) pieces was manufactured in october 2014 according to the specification. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The strongly visual damages on the whole instrument especially at the area of the pin led us suppose that the cause of the damages are the result of a mechanical overload situations during use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. A review of the device history records, lot part no.: 03.010.440 , lot no.: 14-4638 , manufacturing site: selzach, supplier: leitner ag , release to warehouse date: 31. Oct. 2014. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Only top level of the device history record reviewed as sub-components are not lot tracked. Device was used for treatment, not diagnosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date during an unknown surgery procedure, the split at the insertion handle for the suprapatellar broke off. The event was found out after surgery when they released the handle from the nail. It was unknown if there was surgical delay reported. Patient outcome was unknown. Concomitant device reported: nail (part# unknown, lot# unknown, quantity# 1). This complaint involves (1) device. This report is 1 of 1 for (B)(4).